Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: unk_nav_comp, serial/lot #: unknown, ubd: unknown, UDI#: unknown. G2: this event occurred in netherlands, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was not accurate enough. There was no patient involvement.

Event description:
Additional information was received. It was reported that the inaccuracy "was certainly still within his tolerance," but the local representative (rep) decided, in consultation with the site biomedical engineer, to have the camera replaced. The amount of inaccuracy on the old camera straight on the camera 0.11 mm and rotated on the camera 0.29 mm. With the new camera, straight 0.11 mm and rotated on the camera 0.12 mm

Manufacturer narrative:
H2, b5: event information was updated. H2, d10: concomitant product: product ID 9735821, lot # p9-20819 h2, h3, h6: the system was serviced in the field. The camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.